Manufacturer narrative:
Additional info will be provided once the investigation is completed. A similar product with serial number 060410-02 was also implicated in the event.

Event description:
It was reported that when the unit was used, the insulation burned away. It was further reported that upon examination of the unit, the insulation was not intact and that it was cracked and burnt. There was no pt involvement.